Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the they had unexpected restart. The customer¿s blood glucose level was 219 mg/dl at the time of the incident. It also stated that troubleshoot was performed customer received unexpected restart after several battery change. The insulin pump will not be returned for analysis.